Manufacturer narrative:
Although no samples were returned, photos were provided. The photos were visually inspected per specification. The first picture showed the used inflator syringe. The second confirmed the lot number involved. The third and fourth picture showed cracks on the stopcock. However, it was also noted that the product had been used. Therefore, it was determined that the defect had not occurred during manufacturing. Retained units for the reported batch number were inspected per specification. The retained units were physically evaluated using a syringe pressure test with passing results. Based on the data from our evaluation, the exact nature of the reported defect could not be determined. Review of the discrepancy management system (dsms) database performed for the reported lot number revealed no abnormalities or non-conformances noted during in process or final product inspection. A review of the batch history records was also performed and no non-conformances or deviations were noted. If a sample and/or any additional pertinent information becomes available, a follow-up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: it was reported that the inflator syringe failed to inflate and leaked. No injury reported.